Event description:
It was reported that during a procedure the housing broke from the handpiece. This could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully. There was no significant delay, no medical intervention, no adverse consequences.

Event description:
It was reported that during a procedure the housing broke from the handpiece. This could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully. There was no significant delay, no medical intervention, no adverse consequences.